Event description:
A ta 60 stapler was used to transect the rectum and the staples did not deploy when it was fired. A hand sewn end to end anastomosis was performed without incident. No adverse affect on patient except delay in the length of case.